Manufacturer narrative:
(B)(4). The reported patient effects of angina, myocardial infarction, and restenosis, as listed in the promus everolimus eluting coronary stent system instructions for use (IFU), are known patient effects that may be associated with the use of coronary stents. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatment and hospitalization appear to be related to the operational context of the procedure.

Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Event description:
It was reported that on (B)(6) 2009, pre-dilatation was performed and the 2.5 x 28 mm promus stent was implanted in the mid left anterior descending (lad) artery. During inflation of the stent, the patient experienced st elevations. The stent delivery system (sds) balloon was removed and post dilatation was performed. The patient was discharged the next day on aspirin and clopidogrel. It was noted that during discharge, troponin values were increased, and this was reported as a myocardial infarction (mi). On (B)(6) 2013, the patient experienced unstable angina and was hospitalized on (B)(6) 2013. On (B)(6) 2013, the patient underwent coronary intervention in the proximal lad. On (B)(6) 2013, the event was resolved and the patient was discharged. No additional information was provided.

Event description:
Subsequent to the initial report, the following information was provided. The patient presented with unstable angina on (B)(6) 2013. The patient was hospitalized on (B)(6) 2013. On (B)(6) 2013,the proximal left anterior descending (lad) artery was found to have 85% stenosis, and was treated with a xience stent. The patient was discharged on (B)(6) 2013, and the event resolved without residual effects. No additional information was provided.